Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion location is unknown. The target vessel reference diameter was 2.5mm and the lesion length was 15mm. Pre-procedure stenosis was 100%. Post-procedure was 0% stenosis. A non bsc balloon catheter was used. Direct stenting was not attempted. A 2.5x16mm liberte stent was implanted. A dissection occurred and a non bsc stent was implanted to treat the dissection. The procedure was a technical success. No discharge or follow up assessment was provided.